Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2017-07966, reference MFR report: 1627487-2017-07972. It was reported the patient desires to have her scs system removed. Patient alleges the system "has not worked for a couple of years". Surgical intervention may take place at a later date.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2017-07966. Reference MFR report: 1627487-2017-07972. Additional information received indicated the patient stated her system had not worked in 4-5 years. The patient's ipg was found to be inoperable and both leads had migrated and were displaying invalid impedance readings. Surgical intervention was undertaken and the scs system was explanted.